Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs and the device evaluation confirmed a single occurrence of system fault (sf179). Based on all evidence and previous investigations of similar complaints, the investigation determined that the reported systemfault was most likely due to an isolated component failure in the main circuit board (pcb). The device was serviced, calibrated, tested and cleaned before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) indicating a super capacitor fault. There was no patient injury reported as a result of this incident.